Event description:
A user facility reported that a dialyzer blood leak occurred five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed around the dialyzer coming out of the fibers leaking out of the bottom rim, it was also coming out of the arterial hansen. The machine, a fresenius 2008t machine, was used in treatment. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Investigation: there were two photographs provided. In the first photograph, a machine is shown to have two dialysate lines attached, with one of the lines showing blood within, which is indicative of an internal leak. The second photograph shows the case label of a dialyzer confirming the complaint lot number. There is no damage or irregularities visually apparent in the provided photographs that may have contributed to the leak. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). A review of the production record was performed. The production record review showed there was an approved temporary deviation notice and a non-conformance in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that a dialyzer blood leak occurred five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed around the dialyzer coming out of the fibers leaking out of the bottom rim, it was also coming out of the arterial hansen. The machine, a fresenius 2008t machine, was used in treatment. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.